Event description:
Advanced bionics was informed that the pt was experiencing pain with or without device use. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device showed that it is functional. The pt's device was explanted.